Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges to have cancer; nose and throat irritations. There is no report of medical intervention being required. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issue related to a CPAP device's sound abatement foam became degraded and caused a patient to develop cancer. The patient also alleged nose and throat irritations. The patient undergoing treatment for cancer. The device was returned to a third party for a further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected and found dust and dirt contamination. The manufacturer concludes there was evidence of dust and dirt contamination inside the device and unit was scrapped. Section e2 and g2 (removed health care professional).